Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In early 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra meter would not power on. The pt indicated that the alleged meter issue started on an unspecified date/time before thanksgiving. The pt mentioned that she had not been able to test her blood glucose "since sometime before thanksgiving." The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. On an unk date/time during the beginning of december, the pt claimed that she developed symptoms of constant thirst and the lack of energy. The pt denied receiving any treatment because of the alleged meter issue. During troubleshooting with the one touch customer advocate (otca) the pt was able to turn the meter on by pressing the power button and by inserting a test strip into the test strip port. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.